Event description:
It was reported on (B)(6), 2023, that during surgery, an incident occurred where we used a hybrid insertion handle and an aiming arm of 125 degrees. While inserting the lag screw and orienting the handle parallel and with the correct facing. Everything then took off. In the attached image, it was not correctly oriented. Unsure of the reason, the surgeon threw the insertion handle and aiming arm away after the case and wanted to never have the items during a case again. They also complained about ratcheting screwdrivers not ratcheting and t15 drivers being warped for inserting 4.5/5.5 screws for femoral head fixation. There was a 5-minute surgical delay. There was no patient outcome. This report is for one (1) aim-arm 125° f/stat dist lock this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.